Event description:
It was reported that there was a high ventricular threshold on the right ventricular (rv) lead. Non-capture was also noted at that time. Follow-up was performed and it was confirmed that the rv lead experienced a micro-dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).